Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the foreign material found in the forceps elevator, other evaluation findings are as follows: the suction cylinder was deformed; the air/water cylinder and suction cylinder had no color; the grip was scratched; water tightness was lost because the electrical connector's guide pin was shaved; the electrical connector was corroded; the fixing force of the guide wire did not meet the standard value due to damage on the knob wire; the play of the upward/downward knob was out of standard value due to wear of the angle wire; the connecting tube was wrinkled; the adhesive around the light guide lens was cracked; the adhesive around the objective lens was discolored; the was corrosion around the forceps elevator; there was a scratch on the protector of the universal cord on the suction connector side; and the universal cord had a peeling coat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost six years since the subject device was manufactured. Based on the results of the investigation, the foreign material found in the forceps elevator was most likely caused by improper reprocessing as a result of leakage from the electrical connector. However, the root cause of the events could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there was a disturbance in the duodenovideoscope's picture quality during preparation for use. There was no patient or procedural involvement, therefore there was no report of patient harm. The device was returned, evaluated, and a foreign material was found in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.